Manufacturer narrative:
The manufacturer's service representative instructed the customer over the phone to change the cpu and the power supply. The system operates as intended.

Event description:
The customer reported that the 7700 system would not boot up. No patient injury was reported.